Event description:
It was reported that the patient diagnosed with acute lymphoblastic leukemia and underwent PICC placement (7617405) on (B)(6) 2018. No issue occurred with the catheter when it was in the patient. In (B)(6) 2019, the patient was hospitalized again and the catheter use went normally. When performing catheter maintenance on (B)(6) 2019 replaced the infusion connector and flushed the catheter with a 10 ml syringe, the red luer fitting was completely detached.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the luer detached from the extension leg was confirmed and the cause appeared to be associated with use of the device. The connector for a 4fr single-lumen groshong PICC was returned for investigation. The returned sample exhibited evidence of use. The connector had been assembled, but the red connector was received separate from the extension leg. A non-vad needleless injection cap was attached to the red connector. The white oversleeve remained attached to the proximal end of the extension leg. The printing was worn from the extension leg and white oversleeve. The wings and the strain relieve oversleeve were discolored yellow. A 4mm segment of groshong tubing was extending from the distal tip of the strain relief oversleeve. A functional test revealed that the connector and catheter tubing were patent to infusion. The connector and the extension leg tubing were within dimensional specification. It was reported that the product had been in place for 303 days when the detachment occurred. Due to the duration of use and no dimensional issues with the mating components, it appeared that the damage was associated with use of the device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient diagnosed with acute lymphoblastic leukemia and underwent PICC placement (7617405) on (B)(6) 2018. No issue occurred with the catheter when it was in the patient. In (B)(6) 2019, the patient was hospitalized again and the catheter use went normally. When performing catheter maintenance on (B)(6) replaced the infusion connector and flushed the catheter with a 10 ml syringe, the red luer fitting was completely detached.